Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was also noted that the proximal conduct had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported the lead was dislodged. The lead had possible tissue attached to the helix and had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.